Manufacturer narrative:
Continued from d10: 429888 lead implanted: (B)(6) 2023. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient that they were experiencing a shocking sensation that went up the side of their neck. The patient also reported they received shocks from the cardiac resynchronization therapy defibrillator (crt-d). The patient underwent ablation procedures and has not received any shocks since. However, the shocking sensation on their neck is ongoing. The patient noted that the only way to fix the sensation was surgery because the crt-d was "shorting out or something". The crt-d remains in use. No further patient complications have been reported as a result of this event.